Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not fully inserted. If explanted, give date: not applicable, as the lens was not fully inserted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.5 diopter lens became stuck in the patient's incision site pertaining to the right eye (od) because the incision site wasn't large enough and part of the lens was expressed into the eye. The haptic never unfolded. The lens was removed and replaced with the same model and diopter. Reportedly, the incision site was enlarged before implanting the replacement lens. There was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/07/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residue of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge. The lens was not returned with the preloaded device. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A review of complaints revealed that no other investigation was opened under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.